Event description:
A patient reported experiencing inaccurate erratic results with an otii meter. The patient's blood glucose results were 240, 149, 200, 228 mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported. Note: code on meter and test strips does not match.